Manufacturer narrative:
H11: additional manufacturer narrative: the implant date is known only as "2018". Therefore, (B)(6) 2018 is being used to calculate the minimum implant duration. Device evaluation anticipated, but not yet begun. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 11500a29 valve implanted in aortic position was explanted after an implant duration of approximately seven (7) years and twenty (20) days for unknown reason. As reported, the patient was noted as to be doing fine.

Manufacturer narrative:
H3. Device evaluation: customer report of leaflet issue was confirmed. As received, x-ray demonstrated commissure 3 bent inward, heavy calcification on leaflet 3 and minimal calcification on leaflets 1 and 2. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 12mm on leaflet 3 at the inflow aspect. Host tissue on the stent circumference was moderate at the inflow aspect and minimal at the outflow aspect. Sewing ring was cut around leaflet 1. Cut off sewing ring was not returned. Calcification and host tissue overgrowth restricted leaflet mobility and likely led to stenosis. A device history record (DHR) review is not required because there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7- 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including an implant duration of 7 or more years.

Manufacturer narrative:
Information added/updated to section b5 and h6 (device code) corrected info: d4 (serial number, expiration date), d6 and h4 h11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from germany, edwards received notification that this 11500a29 valve implanted in aortic position was explanted after an implant duration of seven (7) years and six (6) months due to leaflet allegedly defective. As reported, the patient was noted as to be doing fine.

Manufacturer narrative:
Corrected b5.

Event description:
Edwards received notification that this 11500a29 valve implanted in aortic position was explanted after an implant duration of seven (7) years and six (6) months due to leaflet calcification and pannus formation. As reported, the patient was noted as to be doing fine.